Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number nor product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The dart of the capio suture was inadvertently left in the patient because the capio slim device was not working properly.